Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported by the (B)(4) business unit that the main pcb board was replaced and the iabp was released back to the customer for clinical use.

Event description:
It was reported that the cs300 intra aortic balloon pump turned off during service/test by the customer. No patient involvement or adverse event was reported.